Event description:
Info received indicates the caster will swivel when in brake.

Manufacturer narrative:
The technician found the locking teeth worn on the caster. The technician replaced the brake caster to repair the bed.